Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experiences elevated blood glucose (bg) levels of 200-300 (mg/dl) on the 2nd or 3rd day of cartridge use with 90 units of insulin remaining in cartridge. Customer changed supplies and delivered correction boluses to stabilize bg level. Recommendation was made to discuss diabetes management with health care provider.